Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. (B)(4).